Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the cleo® 90 infusion set, the infusion alarmed an occlusion. The patient blood glucose levels at the time of the event were 209 mg/dl. During troubleshooting it was determined that the occlusion was a result of a tubing issue. The patient replaced their infusion set and resumed insulin therapy. The occlusion alarmed resolved after the replacement of the infusion site. No patient injury was reported. Related MFR#: 3012307300-2017-00716.